Event description:
Per the info provided to co by the physician's office, the pt is experiencing "failure of his device." A more specific definition of the reported "failure" was not available as of the date of this report.